Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted support to report event, and no further corrective action was required since system was already working properly.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.